Event description:
During acl repair surgeon noted debris (suspected bio-burden) from instrument in the surgical site. Debris was irrigated from site with no adverse patient outcome. Review of event identified loaner instruments were dirty when vendor delivered to hospital's sterile processing department. Hospital staff performed appropriate cleaning procedures. However, despite this process debris still reached patient.